Event description:
It was reported that this right ventricular (rv) lead was explanted due to pain experienced by the patient, the lead was functioning correctly and was not associated to the pain experienced. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to pain experienced by the patient. The lead was explanted and replaced. No additional adverse patient effects were reported.